Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion. The customer's blood glucose level was not impacted. The occlusion alarms were cleared and insulin delivery was resumed. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula.